Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 610 mg/dl. The customer was also experiencing dizziness. The customer stated that she was dealing with the passing of her father the day before. Troubleshooting was performed. Found that the customer got a no delivery alarm prior to the event. The customer stated that the cannula was not bent. The customer declined further troubleshooting as she was still in the hospital. Nothing further was reported.